Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for evaluation. Once the evaluation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an ankle fusion procedure, the nail was attached to the jig and a static screw was placed in the ankle nail. Subsequently, compression was applied to the nail and jig and the nail slipped off of the connecting bolt, causing the bolt to be chipped and deformed. There was a sixty (60) minute delay in the procedure to replace with a new nail. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Lot number for this part is either 852630 or 301500, however it could not be determined which lot this part was associated with. Manufacture date - lot # 852630: february 20, 2013; lot # 301500: april 22, 2013. The connecting bolt was received for evaluation and the reported event was confirmed. A visual review of the returned device identified thread damage on the first three threads. Dimensional analysis and functional testing were not conducted due to the damage. The device history records were reviewed and no discrepancies were identified for lots 852630 or 301500. Review of the complaint history determined that no further action(s) is/are required, as no trends were identified. The root cause could not be determined.